Event description:
It was reported the patient underwent a drg trial in (B)(6) 2016. Reportedly, all went well but on the fourth day the patient reported having pain in her right leg, as a result the physician removed both of the patient's drg leads. The patient reported instantly the leg pain had decreased. The physician continued to monitored the patient and on (B)(6) 2017 the patient reported having increased pain and weakness in the right leg. No further information was available at this time.